Event description:
It was reported that pump displayed continuous glucose monitor error. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, and pump did not display error again after reset.